Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer reported air valve liftoff failure. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 29sep2019. Date of report: 30sep2019. The field service engineer replaced the blower and motor controller to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported air valve liftoff failure. There was no patient involvement.